Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, microscopic visual inspection of the lead barrels and inner seal rings identified evidence that the silicone seal rings within the lead barrel had bonded with the silicone seal rings of the lead and a small portion of the rv lead barrel was missing. The pacemaker passed testing that verifies the performance of pacing and sensing.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Event description:
Boston scientific received information that during a device replacement procedure there was difficulty experienced removing the right ventricular (rv) lead from the device header of this pacemaker. Subsequently, the lead had to be cut and reportedly came apart once removed. The lead was surgically abandoned. A new pacemaker was successfully implanted. No adverse patient effects were reported.